Event description:
The user facility's service technician reported that during preventive maintenance (pm) of the device, after the new real time clock (rtc) was installed, the central control module (ccm) would not start and indicated a "cmos checksum bad" error. There was no patient involvement.

Manufacturer narrative:
Corrected blocks: b5 and h8. Updated blocks: d10, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the system to display a "complementary metal¿oxide¿semiconductor (cmos) checksum bad" error message determining the customer real time clock (rtc) was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicating that the issue occurred during out of box.